Manufacturer narrative:
Conclusion: hemorrhage is a known and anticipated complication with this type of procedure and is noted in the device labeling. Therefore, it was determined that the reporting event was an anticipated procedural complication. The info in this report was collected during the review of stroke cases for the (B)(4). The info available regarding these events is limited to the procedural reports provided by the hospital.

Event description:
On (B)(6) 2010, the pt presented with left hemiparesis and a mrs of 4. The penumbra system was used on the target vessel, right ica origin, in conjunction with 15 mg of ia tpa to support reopening of distal vessels (mca and distal aca branches). On (B)(6) 2010, a reperfusion hemorrhage occurred and was reported during the data review for the clinical trial: "with associated intraventricular blood leading to prophylactic ventricular shunting". The hemorrhage was reported as moderate with uncertain relationship to study device and definite relationship to angiographic procedure. It was resolved by (B)(6) 2010 with prolonged hospitalization and the ventricular drainage.